Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the value is unstable and the unit powers on / off by itself. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on with customer supplied batteries but was not able to obtain a measurement before timing out. The flex cable was inspected under the microscope and a crack was observed between the top and bottom modules. It was determined the crack in the flex cable causes the device to turn itself off prior to measurement.